Event description:
Philips received a complaint by the customer on the v60 indicating that the device experienced an error code 110b check vent: proximal pressure sensor auto zero failed message during operation. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. Review of the device logs identified error code 110b, indicating an automatic calibration issue with the proximal pressure sensor, resulting in proximal pressure not being measured and potential compromise of pressure-related alarms. An estimate was provided for replacement of the proximal automatic calibration solenoid valves (sol 3 and sol 4). The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. Review of the device logs identified error code 110b, indicating an automatic calibration issue with the proximal pressure sensor, resulting in proximal pressure not being measured and potential compromise of pressure-related alarms. An estimate was provided for replacement of the proximal automatic calibration solenoid valves (sol 3 and sol 4). Per good faith effort (gfe) follow-up, a quote was issued for one (1) solenoid valve, which was subsequently accepted by the customer. However, no confirmation has been received regarding completion of the repair, performance verification testing, or whether the device meets product specifications. The current operational status of the ventilator, including whether it has been returned to service, remains unknown. Follow-up attempts were made via email, as the customer was not available by phone; however, no response has been received to date. Despite multiple attempts to obtain additional information, no further updates were provided by the customer. The case has therefore been closed and may be reopened if new information becomes available.